Event description:
It was reported that a malfunction alarm occurred with the customer's pump, displaying malfunction code 0, which was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.